Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with the device indicating a glucose value of 63 mg/dl. The user self-treated with oral carbohydrates and glucose tablets, after which readings increased to 74 mg/dl and then 91 mg/dl, and later to 154 mg/dl with symptom resolution. Symptoms included dizziness and fatigue consistent with hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included a complaint review and user follow-up. Investigation of this case revealed no device alerts or alarms and successful symptom resolution with standard treatment. It was concluded that the event was user-reported hypoglycemia with cause unclear and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.